Event description:
It was reported that the 9800 system cine drive is loosing images and not working properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reformatted and the software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.